Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that door was failed. The field service engineer performed corrective action for tower door to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door was failed regularly. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.